Event description:
It was reported that this insertable cardiac monitor (icm) device was hanging out of the pocket. Boston scientific technical services (ts) received a call from a boston scientific representative. The patient reported the icm device had been working its way out for a while. The physician explanted the icm device. Additional information from the boston scientific representative provided no other device was implanted at that time. The physician prescribed the patient antibiotics as a precaution. The icm device has been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis and the product investigation has been completed. Analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin. As a result, evaluation conclusion code "known inherent risk of device" was added.

Event description:
It was reported that this insertable cardiac monitor (icm) device was hanging out of the pocket. Boston scientific technical services (ts) received a call from a boston scientific representative. The patient reported the icm device had been working its way out for a while. The physician explanted the icm device. Additional information from the boston scientific representative provided no other device was implanted at that time. The physician prescribed the patient antibiotics as a precaution. The boston scientific representative provided the icm device is expected to be returned. No additional adverse patient effects were reported.